Manufacturer narrative:
Additional / follow up information was received from the customer that has changed this event to a non-reportable event. The device presented a ¿short circuit¿ error message and was inoperable before the surgery, but there was no smoke, overheating or other issues that might have caused injury. A backup device was available to perform and complete the procedure without incident.

Event description:
It was reported the unit is shorting out. No patient injury or complications were reported.